Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush head is lose and easily comes away from the main body when brushing: oral-b [device breakage]. Case narrative: consumer e-mail stated that toothbrush head is loose and easily comes away from the main body when brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Toothbrush head is lose and easily comes away from the main body when brushing - oral-b [device breakage] case narrative: consumer e-mail stated that toothbrush head is loose and easily comes away from the main body when brushing. No injury was reported. Follow-up: concomitant product start date updated.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Toothbrush head is lose and easily comes away from the main body when brushing - oral-b [device breakage] case narrative: consumer e-mail stated that toothbrush head is loose and easily comes away from the main body when brushing. No injury was reported. Follow-up: concomitant product start date updated. Follow-up: suspect product updated.